Event description:
Caller reported experiencing an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after completing the reset, the caller successfully started their sensor session without recurring errors.